Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history. (B)(4).

Event description:
Device 1 of 2 reference MFR report#1627487-2015-08402. The patient was implanted with two scs systems. It was reported during reprogramming, the patient is unable to take a step without stimulation shooting to her buttocks and right leg. Reportedly, the right leg becomes weak even when amplitude is decreased. The patient has a history of falls. Follow-up identified surgical intervention was undertaken on (B)(6) 2015 and due to difficulty removing the leads, the leads were cut and left in the epidural space.